Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the architect (B)(4)analyzer was inspected, and various diagnostic checks of the system and cleaning was performed. The fse observed insects in the cuvettes, water bath and cuvette nozzles. There have been no additional discrepant results after the system was cleaned by the fse. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and contains adequate information on maintenance and troubleshooting of erratic results. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: sid's: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased sodium and magnesium results generated on the architect analyzer on two patients. Results provided: sid (B)(6) sodium = 109 mmol/l / second instrument = 125 mmol/l (normal range: 137-146 mmol/l) sid (B)(6) mg = 0.8 mg/dl / second instrument = 1.9 mg/dl (normal range: 1.9-2.8 mg/dl). No impact to patient management was reported.